Event description:
It was reported that this patient developed a pocket infection due to the chemotherapy (port-a-cath) infusion system. The infection propagated to all of the patient's body and also surrounded the pump. Blood cultures were obtained; bacteremia was noted, and the patient received antibiotics. A surgical revision was performed and the pocket was cleaned and the pump remained implanted. The physician elected to maintain the refill date and patient programming, and was warned about the risks with infection. The patient had been hospitalized until (B)(6) 2013. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver infumorph and narcopeine.

Manufacturer narrative:
(B)(4).